Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient rolled over on his monitor and cracked one his ribs. The patient stated that he went to the hospital for x-rays and was in a rehab center. The patient stated the rib is healing.